Event description:
It was reported to bsc/target that during the procedure the gdc 10-soft stretch resistant synerg detection circuit detached prematurely while 2-cm were still in the prowler-14 microcatheter. The gdc 10-soft sr stretch resistant synerg detection circuit is out of 2-cm of the internal right carotid's distal part. The patient was well after waking up, patient will stay under medical surveillance with anticoagulant and scan control. The patient has been taking plavix and aspegic for 2 months.